Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Patient code: no code available (3191) is used to capture surgical intervention and bursitis.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.

Event description:
Pfs alleges cyst. Revision notes reported of 150cc dark fluid, bursitis, synovitis with grayish reactive membrane.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
On (B)(6) 2016 pfs and medical records received. After review of the medical records for MDR reportability, the revision surgery notes reported elevated metal ion levels, pseudotumor, synovitis, and effusion. The medical records reported pain and osteolysis versus stress shielding of posterior femoral neck, at this time it is unclear whether it was osteolysis or stress shielding. If/when information is received to clarify, then the complaint will be updated at that time. The complaint was updated on: (B)(6) 2016.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
In addition to what were previously alleged, litigation alleges swelling, lack of mobility, mental anguish, bursitis, emotional distress, bone erosion, and damage to surrounding tissue and bone cause by inflammation. The law firm has been added. The patient harms has been updated as well.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges metal wear and metallosis.